Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken bottom on tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that breakage occurred with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea. Tube leak blood, then they found the bottom of the tube broken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube leak blood, then they found the bottom of the tube broken."